Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis and a review of the lot history record could not be performed as the lot information regarding the complaint device was not provided. All available information was investigated and a definitive cause for the reported difficulty to remove the gripper line in this incident cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the clip was implanted and the mitral regurgitation improved. There were no adverse patient effects and there was no clinically significant delay. There was no intervention performed due to this device issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device location is not known. Investigation is not complete. A follow up report will be submitted with all relevant information.

Event description:
This report is conservatively filed due to the reported small resistance while removing the gripper line. It was reported as a general comment that, in some cases, a small resistance was felt while removing "flossing" the gripper line. The number of procedures and devices was not provided. There was no additional information provided regarding this issue.